Manufacturer narrative:
Section d product information corrected. Manufacturer's investigation conclusion: a direct correlation between the system controller being exchanged and a functional issue with the controller was not determined. The exchanged system controller (serial number unknown) was not returned for analysis, and the provided log file did not capture any atypical events related to the controller¿s functionality. Although the controller¿s exchange was not captured within the log file data, a separate controller (serial number (B)(6), evaluated separately) was observed to have been put into use on 17jun2025, suggesting that the prior controller was exchanged on that date. No further information regarding the controller or the exchange was able to be provided, and the root cause of the reported event was unable to be conclusively determined through this analysis. The serial number of the system controller was not provided. The heartmate ii patient handbook section 2 ¿how your heart pump works¿ and the heartmate ii instructions for use (IFU) section 2 ¿system operations¿ instructs users on how to exchange their system controllers, and to never exchange their system controller without having a trained, competent caregiver at your side to assist. The heartmate ii patient handbook section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: device serial number was not provided, so the expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that submitted log files on 15aug2025 revealed that the system controller was put into use for the first time on 17jul2025. This information indicated that a controller exchange occurred on this date.